Event description:
The patient underwent a trusculpt procedure targeting the lower abdomen. Following treatment, the patient developed two localized burn injuries on the right and left lower abdomen in areas corresponding to curve skin surfaces. One burn measured approximately 1.0 cm x 1.5 cm, and the other measured 1.0 cm x 4.0 cm. The treating clinician prescribed silvadene (silver sulfadiazine) topical ointment, oral antibiotics (bactrim), and gauze dressings for wound care. The patient reported a pain level of 2 out of 10 during the procedure. The burns were not reported to the clinic until three weeks post-treatment. According to the device operator, no unusual skin reaction was observed during or immediately following the procedure. A field service evaluation of the trusculpt system was conducted and confirmed that the device meets all performance specifications. The root cause has not been definitively identified. However, two potential contributing factors have been identified: 1) handpiece spacing relative to patient bmi: the burns were located in areas where the handpieces may have been placed too close together. The trusculpt instructions for use (IFU) include specific guidance regarding handpiece separation based on patient bmi. The patient's bmi was not documented and may have not been adequately considered during handpiece placement. 2) treatment over curved anatomy: the injuries occurred over a curved region of the lower abdomen, which may have resulted in incomplete contact between the handpieces and the underlying skin, potentially affecting thermal distribution. The trusculpt IFU includes specific guidance regarding ensuring that the handpieces are in full contact with the underlying skin throughout treatment. An onsite retraining session has been scheduled for the clinic to review proper handpiece placement, treatment technique, and adherence to IFU guidelines. Burns are identified in the trusculpt IFU as a known potential adverse effect.